Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the optical distance sensor and not the rosa robot.

Event description:
It was reported that during the surgery, the optical distance sensor wire was caught by a joint in the robot arm and the system automatically shutdown. The device was restarted to pursue surgery.

Manufacturer narrative:
A medtech representative was present at the time of the event, and confirmed that a system shutdown occurred due to the optical distance sensor wire getting pinched by a joint in the robot arm. The design of the robot and cable does not eliminate the risk of pinching of the cable.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery, the optical distance sensor wire was caught by a joint in the robot arm and the system automatically shutdown. The device was restarted to pursue surgery.